Event description:
Additional information received reported that the patient had two stimulators, two years apart, that had to be removed due to (B)(6) infection. See MFR. Rep. # 3004209178-2011-09360 for the second infection. It was noted that the patient was infection free prior to getting the stimulator, but once he had it put in it "didn't last a week before he required emergency surgery". It was noted that the patient had 3 trials, each lasting two weeks because they "couldn't get more than one lead in." For the trials the patient never got an infection. It was reported that the patient had been through a lot of pain and back surgery, and had still had "big black nasty rotten looking skin scars". It was noted that the patient's surgeon did not want to do any more implants on him.

Event description:
It was reported that the patient's ins system was removed due to infection. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).